Event description:
It was reported that the patient received inappropriate shocks secondary to an rv lead malfunction. The lead was replaced and no further patient complications were reported as a result of this event.